Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a system failure 41541. The product fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
Updated d3 - mfg establishment name one device was returned for analysis. Functional and visual tests were done, but the reported issue, system failure 41541 (error code 41541), could not be duplicated. During visual inspection, a degraded downstream occlusion (dso) seal was found. The downstream occlusion seal was replaced. A review of the service history showed no indication that the complaint was related to any service done on the device during the review period.

Manufacturer narrative:
Device not returned for investigation. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.